Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and increasing pacing impedance from 600 ohms to 1800 ohms. Further, this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.